Manufacturer narrative:
Product complaint # (B)(4). Additional product code: jds complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported on (B)(6) 2022, when tapping the aiming arm into the insertion handle, there two crack at the pinch point it could not handle and not sit properly and the aiming arm was unable to be used. There was a 20 minutes surgical delay. The procedure and patient outcome were unknown. Concomitant device reported: unk - insertion instruments: (part# unknown; lot# unknown; quantity: unknown) this complaint involves one (1) device aiming arm/ radiolucent. This is report 1 of 1 for complaint (B)(4).